Event description:
It was reported that during the implant this right atrial (ra) lead did not pace and high pacing thresholds were seen. The lead was repositioned but the observations did not change thus a new lead was used. The lead was surgically abandoned and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this right atrial (ra) lead did not pace and high pacing thresholds were seen. The lead was repositioned but the observations did not change thus a new lead was used. The lead was surgically abandoned and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this right atrial (ra) lead did not pace and high pacing thresholds were seen. The lead was repositioned but the observations did not change thus a new lead was used. The lead was surgically abandoned and a new lead was used. No adverse patient effects were reported.